Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carabiner hook on a patient¿s shoulder pack was broken and could not lock the bag. The site indicated that the shoulder pack will be exchanged at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. The reported event could not be confirmed. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with broken carabiner hook can be attributed, but not limited to deterioration and/or due to the handling of the pack. The reported event could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.